Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the yellow charging button on the external paddle could not charge during the self-test. There was no patient involvement at the time the issue was discovered. Analysis was performed by a third party. Based on the results of the analysis provided, the reported problem was confirmed and was determined to be due to an external paddle failure. The root cause of the paddle failure could not be determined. The issue was reportedly resolved by repairing the external paddle and the device was returned to service. No additional information regarding how the paddle was repaired was provided. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.